Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "aduring use by the patient, the "loss of external power" alarm started to appear frequently. The ac and dc power sources were switching frequently. After that, use of this hamilton-c3 was stopped. The hospital technician replaced the power cord, but the situation did not change. After that, nk received a request for repair and conducted an operation check, and confirmed the phenomenon as reported." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective power supply. Correction: replaced power supply. The power supply was replaced, and the device worked satisfactorily afterwards.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: follow up correction: file name and b5 (typo). Root cause: defective power supply. Correction: replaced power supply. The power supply was replaced, and the device worked satisfactorily afterwards.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "during use by the patient, the "loss of external power" alarm started to appear frequently. The ac and dc power sources were switching frequently. After that, use of this hamilton-c3 was stopped. The hospital technician replaced the power cord, but the situation did not change. After that, nk received a request for repair and conducted an operation check, and confirmed the phenomenon as reported." No clinical signs, symptoms or conditions. No health consequences or impact.